Event description:
Event description guidant received information that this implantable transvenous defibrillation lead measured undesirable r-waves. It was discovered that the lead had dislodged from the original implant site. No associated adverse patient effects have been reported.